Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer was notified on november 14, 2016 of the following: after a mitral valve replacement and an aortic valve replacement, severe aortic regurgitation was identified due to the retraction of the right coronary leaflet of the perceval valve. The perceval valve was removed and a mechanical valve was used instead.

Manufacturer narrative:
Date received by manufacturer, corrected data, supplemental report #1 had the date as (B)(6) 2016, while this date of new information should have been (B)(6) 2017 when the DHR review was completed h10. Manufacturer¿s narrative, corrected data, added more details of the device evaluation that was not stated on the supplemental #1 report. Review of the data filed in the device history record confirmed that the returned valve satisfied all material, dimensional, and performance standards required for perceval size 23 / m ¿ aortic heart valve sn (B)(4) at the time of manufacture and release. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. As reported in the perceval instruction for use (IFU) use of the perceval s prosthesis is contra-indicated in subjects who require double or multiple valve replacement or repair (section 9. Of perceval IFU). It is possible that mechanical mitral valve might have affect perceval functionality. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirements.